Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: several eaw-163 'no cartridge detected' alarms, which can be indicative of the type of issue that was reported, were observed in the black box data. Investigation revealed that the force sensor was unable to detect the cartridge during the load step; the reported issue was duplicated. The pump failed a force sensor calibration check, as it was unable to detect the cartridge. The pump case was removed, and evidence of contamination was found on the force sensor plate; this device failure directly caused the reported issue. The pump failed a force sensor resistance check.